Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl. Customer stated that the plastic part that goes into her skin is bending. The blood glucose at time of incident was 318 mg/dl and current blood glucose was above 600 mg/dl. Customer reported the following symptoms related to their high blood glucose was nausea. Based on customer report customer does not allege pump was under delivering. Customer declined to continue pump troubleshooting. Customer stated that after she first noticed she changed her set and her blood sugar went up to 444 mg/dl and now meter says her blood sugar was over 600 mg/dl. Customer stated she treated with a syringe. Customer also stated that, the infusion set cannula was bent. The device is not expected to be returned for analysis.